Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge (4.3.2). The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 0 units. Reportedly, the cartridge was filled with 200 units of insulin. The customer¿s blood glucose level was 154 mg/dl. During troubleshooting with tandem technical support it was discovered the customer was not performing the proper air removal technique and loading the cartridge with cold insulin. Reportedly, the customer reloaded a new cartridge and declined a follow up call from tandem technical support.